Event description:
Caller reported an issue where the insulin gauge on the pump displayed an amount different than expected, with the current fill estimate showing a static number despite insulin being delivered. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller that this issue can occur due to large variances in measured pressures, and once the insulin amount in the cartridge matches the static display number, the estimate will adjust and count down normally. The caller understood and acknowledged this explanation.